Event description:
Information received from the field notes that the patient arrived at the clinic pacing appropriately. The device was unsucc essfully interrogated with an aps ii programmer which still had the magnet in place in the programmming head. When the magnet was removed, programmed data was obtained, but the device was no longer pacing. The patient had an under- lying r ate of approximately 30 bpm. Information received with return of the device notes electrocautery at explant.